Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen became cracked and unresponsive. The cause for the cracked touch screen was unknown. Subsequently, the customer was hospitalized due to a blood glucose level over 700 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids, and was discharged on (B)(6) 2020 with no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.